Event description:
Unconfirmed report of stuck leaflet approximately eight months post implant. It was reported that an ats mitral valve was explanted and another ats mitral valve was implanted. Physician reports no injury. The valve is not being returned for investigation. Additional information and echocardiographic video has been requested, but not received.

Manufacturer narrative:
No information regarding the model or serial number of the valve has been provided. The valve is not expected to be returned, therefore, no device evaluation was possible.